Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9169547. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Investigation conclusion: bd will continue to monitor this issue. Root cause description: without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system was missing the cap. This was discovered before use. The following information was provided by the initial reporter: after removing the outer packaging, it found no white plastic cap.